Event description:
Incident description: pressure wire did not properly transmit pressure to ffr/rfr machine (fractional flow reserve/resting full-cycle ratio). The wire did not provide a waveform. Procedural note: rfr was performed in the following manner: the left main was engaged with a jl4 guide. The patient was given 5000 of heparin with act (activated clotting time) confirmed to be in therapeutic range. An rfr wire was equalized in the aorta and then advanced across the lad (left anterior descending coronary artery) lesion where rfr was performed showing a ratio 0.95, indicating this lesion could be managed safely medically. Next, a jr4 guide was placed in the aorta and the rfr wire was re-equalized. The jr4 guide was then used to engage the right coronary artery (rca). The wire was advanced across the lesion without any difficulty. Rfr was performed on the rca showing a ratio 0.96, again indicating that this lesion could also be managed safely medically. There were no complications.